Manufacturer narrative:
Concomitant products: pxc121200/11473694 - UDI: (B)(4); pxc201400/11264905 - UDI: (B)(4); pxc201200/11068406 - UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. On (B)(6) 2018, a follow-up CT showed endoleak of undetermined origin and a significant aneurysm growth from 75mm (measured on (B)(6) 2017 via ultrasound) to 95mm. No reintervention is currently planned.